Manufacturer narrative:
Reported event of suture detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pfr kit uphold lite vaginal supp system was used during a vault suspension procedure performed on (B)(6) 2014. According to the complainant, during the implantation of the mesh, the suture on the second arm of the uphold system broke. The physician felt some resistance while he was pulling the suture through the sacrospinous ligament. Nothing was left behind the patient. The procedure was completed with another pfr kit uphold lite vaginal supp system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.